Event description:
A monopolar electro-surgical cable sparked and burned at the end of the cord that plugs into the es generator. This was a laparoscopy procedure. No injuries occurred. The plastic bovie plug was very badly melted in the incident.